Event description:
It was reported that the system 9900's collimator closed down during a procedure. The system was reinitialized and the procedure was completed without incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was determined that the system software needed to be reloaded. The software was reloaded. The system was tested and found to be working as intended and placed back into service.